Event description:
It was reported by service report that the bed had power but no functions worked. The footboard, bed motion control, scale, and bed exit were allegedly not functioning as a result. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot-board cable, motion control lockout turned on.